Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR.:the returned product consisted of an angiojet zelantedvt thrombectomy system. The pump, shaft, and tip were microscopically examined and it was observed that the catheter was kinked 71cm from the tip. Further investigation showed that the hypotube was broken where the kink was. Functional testing showed a that it was leaking at the break and a ¿check saline supply¿ error message displayed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 07oct2016. It was reported that an error message displayed during priming. An angiojet zelantedvt catheter was selected for a thrombectomy procedure in the iliac vein. An error message about saline displayed on the console during priming. They thought there may have been a hole in the tubing or something else. Another angiojet zelantedvt catheter was selected and the procedure was completed. There were no patient complication and the patient was fine. However, device analysis revealed that the hypotube was broken.